Manufacturer narrative:
Concomitant product updated to: product ID bi71000893, lot #: -, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the system was serviced in the field. In summary, the calibrations were found to be overdue. The 2d long film offset calibra tions were performed and completed and the system then operated as intended with no errors reported. Codes b01, c13, and d02 are applicable.  H6) multiple annex a codes were applied to capture this event. A08 captures the overdue calibration and a1102 captures the frame rate error message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a long film, ap was fine, but lateral resulted in error "image frame rates are below recommended levels". The issue persisted. It was reported the system was overdue for calibration. There was no impact to patient's outcome and there was no surgical delay time.